Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be no communication with a gap on the log.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint loss of connection was confirmed via data. The root cause could not be determined via data.